Event description:
It was reported that a patient had multiple devices implanted because she kept getting infections. At the patient¿s last surgery, her device was moved, it was cleaned out, and the patient was in the hospital for two days on IV antibiotics. The wound was left open and dry packed every day until it closed up. Since then, the patient hadn¿t had a problem. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2008-04495, #3004209178-2015-00524, and #3004209178-2015-00551 for information regarding infections the patient had with previous devices. The timeline of the infections was unclear.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v436019, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).